Manufacturer narrative:
The full name of the initial reporter is (B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and verified the device is not measuring the blood pressure value correctly. The fse replaced the drive manifold assembly, performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test during all manifold testing. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The date received by mfg (g4) in the initial report was incorrect. The correct date received by mfg is 11-jan-2021. The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). The getinge field service engineer (fse) that encountered the issue, replaced the drive manifold assembly and the problem was rectified. The safety disk and tidal volume disk were also replaced as part of the pm. The fse then completed the pm and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during a maintenance performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test during all manifold testing. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a maintenance performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed the drive manifold test during all manifold testing. There was no patient involvement, and no adverse event reported.